Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient was hospitalized due to bent cannula leading to hyperglycemia on (B)(6) 2025. Patient was shifted to intensive care unit (ICU). The blood glucose level was 28mmol/l at the time of event and the patient got treated with intravenous fluids of saline and insulin. Ketone level was also found to be high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.